Event description:
Information was received from the manufacturer representative (rep). Rep reports that after battery replacement. The new battery had connection issues and impedances as well. The doctor was made aware and decided not to address the leads. Rep attached a picture of the impedances at implant showing multiple contacts with impedance readings of 40,000.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6). Implanted: (B)(6) 2014. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.